Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.